Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system interface and image process boards were cleared and reconnected. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system would not boot up, and the image displayed snow white. No pt injury was reported.